Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: guidewire snapped. Probable root cause: design stackup interference, material selection too weak to facilitate insertion/assembly of instruments manufacturing, cannula, guide wire or capsule punch not manufactured to specification application, excessive force, user unfamiliarity with device(s). The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the guide wire broke in the anchor. The wire was removed from the anchor and the procedure was completed successfully.